Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was too tight and caused bruises on the ribs. The patient reported having cancer and experiencing a lot of general discomfort. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest due to the bruising and the patient having difficulty sleeping. Follow up indicated that the bruising has improved.